Event description:
The customer stated that she rec'd a bottle of test strips from her medical supply co. When she opened the carton, the cap on the bottle of strips was open, and the strips were loose inside the carton. The customer did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips will be sent.

Manufacturer narrative:
This complaint was not made a potential MDR until 11/10/2006, so it will be submitted past the 30 day window.